Manufacturer narrative:
There was no known reported patient involvement associated with the complained event. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is synthes sales consultant. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during reprocessing, the two (2) small hexagonal screwdrivers with holding sleeve were discovered to be stripped. There was no patient involvement. This report is for one (1) small hexagonal screwdriver with holding sleeve. This is report 1 of 2 for complaint (B)(4).